Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated the cardiac resynchronization therapy defibrillator (crt-d) battery longevity had decreased since the last visit from seven years to five years in approximately six months. The patient questioned why it was occurring and stated that the device would need to be replaced if it continued. The crt-d remains in use. No patient complications have been reported as a result of this event.